Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 160 mg/dl. The customer was assisted with the troubleshooting. It was stated that the contacts on the battery cap were neither missing nor damaged. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.